Event description:
Litigation papers allege that the patient suffered pain and suffering, disability, permanent injuries, disfigurement, excessive levels of chromium and cobalt and loss of the capacity for the enjoyment of life as a result of the implantation with the asr hip implant. Doi: (B)(6) 2001, dor: (B)(6) 2011 (left hip). Patient is a resident of (B)(6).

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A review of the device history records for the fractured liner did not find any related manufacturing deviation or anomalies. Medical records were provided and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/28/2012 - pfs and medical records received. After review of the medical records it indicated the doi was (B)(6) 2001 and the dor was (B)(6) 2004 for the liner. The patient fell and her liner broke so it was revised on (B)(6) 2004. The unknown asr cup will be changed to a liner. The previous information that the patient was implanted with asr is incorrect according ot the medical records. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.